Manufacturer narrative:
Weld.

Event description:
It was reported that a broken weld was found where the fowler and "scootcher" motor brackets attached to the bed frame. No adverse consequence reported.